Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The keypad overlay had weak adhesive bond at all location. No numbers reacting on its own.

Event description:
The customer reported via phone call that the insulin pump was reacting without input from them. The customer's blood glucose was 125 mg/dl at the time of incident. The insulin pump was returned for analysis.